Event description:
Novofine 30g remained in the thigh [needle injury]. Case description: due to re-evaluation this case has been reclassified from non-serious to serious in 2001: a medical rep reported that a pt had a needle injury with the product in question. After the injection, a novofine 8mm needle remained in the thigh of the right lower extemity. The same day an x-ray was taken at the admission room of the hospital. The attempt of removing the needle was unsuccessful and the pt was discharged from the hospital. Now the pt feels pain in the thigh while pt is moving. No further info has been provided. The pt has no sample of the novofine needles.